Event description:
The pt was revised because the liner disassociated from the cup. The ard's were broken off and the noted cup was originally placed overly anteverted. Doi: approx 2 yrs ago dor: 2007 (left side).

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and/or lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Although no product error in design or MFR has been identified in this,or previous disassociation reports, lab testing is ongoing in efforts to understand this type of phenomenon, and if possible, identify a root cause.